Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that a blook leak was detected on be-s 2085 tube. Product usage status was unknown when it the decision tree was made, it was later reported by the customer that the product was not used on a patient, failure was detected during priming. No harm or death to any person was reported. No harm or death to any person was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on (B)(6). A visual inspection was performed and no deformation and damage were observed on the product. Flow test were performed to see if there are any leakage on the connection points. The results have shown that there are no leakage observed on the connection points. Based on this, the leakage could not be confirmed. Based on the laboratory investigation results, the reported failure could not be reproduced. There was not any failure detected for the received product, therefore it is impossible to detect the cause of the failure. Customer complaint review shows no similar complaint record within the review time period, this case was concluded as a single case. Further, non-conformity record review was performed for the component, product and reported failure. It does not show any non-conformity. The production history record (DHR) of the affected be-s 2085 # connection for backflow cannula with lot # 3000378559 was reviewed on 2024-09-25. According to the DHR results, the product be-s 2085# connection for backflow cannula passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that a blook leak was detected on be-s 2085 tube. The failure was detected during treatment. No harm or death to any person was reported. Complaint #(B)(4).

Event description:
Complaint # (B)(4).

Manufacturer narrative:
Product usage status was unknown when it the decision tree was made, it was later reported by the customer that the product was not used on a patient, failure was detected during priming. A follow-up medwatch will be submitted when additional information becomes available.